Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose level at the time of admission was 796 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer reported symptoms related to their high blood glucose levels included loss of consciousness. Customer was treated with IV fluids and insulin. Customer's blood glucose levels dropped down to 50 mg/dl but was able to bring up during the hospitalization as well. Customer was not able to complete troubleshooting at the time of the call. Product is not expected to return.